Event description:
It was reported that the patient was unable to feel stimulation, and felt a strong stimulation sensation prior to that. The patient was also experiencing lead migration, and underwent a lead replacement procedure. The patient was doing well postoperatively, and explanted percutaneous leads were kept by medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 4 day ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7073846.